Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively in a laparoscopic lung lobectomy, the device handle froze. The screen was very dim and the stapler did not respond to any button that was pressed. The technician tried to reset the handle by pressing the side pre fire buttons together for 5 seconds. The handle completely froze up. They used another handle to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause for the unanticipated loss of device function was identified as being an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively in a laparoscopic lung lobectomy, the device handle froze. The screen was very dim and the stapler did not respond to any button that was pressed. The tech tried to reset the handle by pressing the side pre fire buttons together for 5 seconds. The handle completely froze up. They used another handle to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.